Event description:
It was reported the battery voltage fluctuated between follow-ups. On last interrogation, it was 2.59v. The session ended, then the device was reinterrogated, with battery voltage of 2.74v. Eleven days later, the battery voltage measured 2.55v. A second measurement that day showed the voltage dropped to 2.34v. The device remains in use, and the patient will be checked every three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation, but performance data was collected from the device and analyzed. Low telemetered battery voltage was noted. On (B) (6) 2009, the battery voltage with telemetry was 2.52v, and the daily measurement was 2.85v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4) the actual device was not received for evaluation, but performance data was collected from the device and analyzed. Low telemetered battery voltage was noted. On (B)(4) 2009, the battery voltage with telemetry was 2.52v, and the daily measurement was 2.85v. Any injury that may have occurred.

Event description:
It was reported the battery voltage fluctuated between follow-ups. On last interrogation, it was 2.59v. The session ended, then the device was reinterrogated, with battery voltage of 2.74v. Eleven days later, the battery voltage measured 2.55v. A second measurement that day showed the voltage dropped to 2.34v. The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Low telemetered battery voltage was noted. On (B)(6)-2009, the battery voltage with telemetry was 2.52v, and the daily measurement was 2.85v. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.